Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device decreased over time.the user was reimplanted.

Event description:
On (B)(6) june the user had a visit at the hospital due to reduced speech understanding. Speech test results confirmed this circumstances. Further technical and medical intervention are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.